Event description:
It was reported that a patient with an implantable neurostimulator experienced high impedance, loss of stimulation, an out of regulation (oor) message on electrode 9, a settings not available message, a screen 59 message indicating inability to provide desired intensity settings, and an inability to increase stimulation in group a (stimulation could only be decreased, not increased). Connections and impedance checks were performed, and the patient was reprogrammed around the impedance issues. Reprogramming covered the patient's pain and loss of stimulation and resolved the oor message. The patient was able to increase stimulation in group b after being walked through changing groups. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.